Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The remaining portion of the device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl construction with meniscal repair procedure, the surgeon was using a knee scorpion to repair the patient's meniscus. When attempting to pass a suture tap through the meniscus, the tip of the scorpion needle, ar-12990n, broke off and became lodged in the patient;s knee capsule. The surgeon was ultimately unable to retrieve the tip of the needle from the patient's knee. He was forced to finish the surgery and leave the broken tip in the patient's knee. There was no further incident. Additional information provided 8/7/2019: there was only one attempted pass inside the joint where the needle missed out the front of the jaws with the tip broken off. The scorpion jaws were securely clamped on the tissue during suture passing. The needle did not hit any bone or the inside of a cannula. The tech did dry fire the needle to ensure it was working properly. And there were no problems with it.